Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a planned maintenance (pm), found that the site's medium suretrak clamp slides, even with the screw all the way tightened. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.